Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that at the start of the implant procedure, the patient may have suffered a respiratory arrest. The patient was successfully intubated and had a pulse throughout the event. The implant procedure was then completed with no further incidents. The implanting physician later noted that there may have been a hardware problem with the anesthetic machine. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.

Manufacturer narrative:
A2 date of birth was incorrect in the initial report. Date of birth is unknown for this patient.